Event description:
It was reported that the user experienced a hardware issue related to screen visibility on the ilet bionic pancreas, and troubleshooting and education were completed with a replacement shipped. Symptoms included no alerts or alarms reported. Outcomes included no reported clinical impact or functional impairment. Investigation included review of user reports and troubleshooting steps. Investigation of this case revealed that no additional device findings were identified from the provided information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient information.